Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during archive review but not during functional testing. Visual inspection was performed and found no physical damage to the autopulse platform. The autopulse passed the initial functional test without any fault or error. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the pdb (power distribution board) was replaced to the current revision. The returned platform never had the preventive maintenance performed for 2 years. Review of the archive data shows user advisory (ua) 41 (patient temperature sensor failure) error message occurred on the reported event date. The temperature sensor will be replaced to remedy the fault. In addition, user advisory (ua) 11 (max patient temperature exceeded) error was noted in the archive log confirming failed temperature sensor. User advisory (ua) 11 (max patient temperature exceeded) alerts the operator that the patient contact surface temperature sensor is outside of the normal range of 45°c during power-on-self-test or during take up. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse sn (B)(4).

Event description:
During shift check, autopulse platform (sn (B)(4)) displayed an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement.